Event description:
While troubleshooting for an unrelated condition, a customer reported a connection issue with a cassette. According to the report, the connection between the home patient's transfer set and the patient line became disconnected. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.